Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the insertable cardiac monitor exhibited post-sense t-wave oversensing. Programming changes were made.